Event description:
It was reported that this pacemaker system exhibited right atrial (ra) oversensing which resulted in pacing inhibition. Additionally, it was noted the right ventricular (rv) lead exhibited loss of capture. However, the patient did not experience asystole greater than two seconds with the observations that were noted on both the ra and rv lead. Subsequently, this pacemaker system was surgically abandoned and therapy was turned off and a new system was implanted on the patients right side. No additional adverse patient effects were reported.